Event description:
It was reported that the metal at the tip of the procise xp coblation wand broke off. It is unknown whether the event happened during surgery, if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a functional endoscopic sinus surgery (fess) the metal at the tip of the procise xp coblation wand broke off. No piece fell inside the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: correction in h6 (health effect - impact code).

Manufacturer narrative:
H10: h2: additional information on b5, e1 and h6 (health effect - impact code).

Event description:
It was reported that during a functional endoscopic sinus surgery (fess) the metal at the tip of the procise xp coblation wand broke off. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.